Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was not provided. The customer stated she was vomiting and also experienced nausea. The infusion set was changed the day prior to the hospitalization. The customer did not want to troubleshoot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further info will follow once the analysis has been completed.